Event description:
Investigation completed and summarized in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 alarm of double beeping was not verified during testing. Starting up application found no beeping. The downstream sensor will be replaced for preventative measures. Device over all condition is fair. Device passed all testing.

Event description:
It was reported that during testing the device gave a "double beep" alert when cassette was not attached. No patient involvement.